Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date, the pump was programmed to deliver an unspecified concentration of docetaxel for a duration of one hour and the delivery was started. No further programming parameters were provided. It was reported that one hour later, "about 50ml" remained in the solution container. The physician was notified. The pump was reprogrammed and delivery was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.